Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. The cause of elevated bg was unknown; however customer believes they might have had a possible infection. Subsequently, customer was hospitalized. Treatment was administered via antibiotics. Reportedly, the customer was released on 3/22/21 with the issue resolved and no permanent damage.